Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, no blood flow from the marker lumen occurred with both devices. The use of proglide devices were abandoned and the physician converted to an open procedure. The evar procedure was completed. Hemostasis was achieved with manual suturing. There was no reported adverse patient sequela. There was report of a clinically significant delay as a result of the open procedure. The proglide devices were not pre-flushed prior to use. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Marker lumen patency was not performed prior to use. It should be noted that the electronic proglide instructions for use (eifu), states: verify marker lumen patency by flushing with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device with reported issue referenced is filed under separate medwatch report number.